Event description:
Additional information: an intervention was completed. The physician elected to implant two (2) non- endologix (vbx) devices to repair the narrowing of aorta. The patient was reported as doing well post intervention.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following event of in-folding of the bifurcated stent graft (main body) . Device, user, procedure, anatomy relatedness or procedure related harms of this event could not be determined with the medical records images available for review. The final patient status was reported to be doing well post successful secondary endovascular procedure with non endologix stents. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately one (1) month post initial procedure, in-folding of main body was identified on the patient one month follow up computerized tomography (CT) scan. There was no leak reported and no sign or symptoms. An intervention is being planned. The patient is currently being monitored.